Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the helix was sprung during mapping. The ralp was not used and the physician elected to complete the procedure with a different ralp. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of helix stretched was not confirmed. Visual inspection of the device found no anomaly on the helix. The inner and outer helix length were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.